Manufacturer narrative:
Describe event or problem, corrected data: the initial manufacturer report inadvertently did not include information from the autopsy report.

Event description:
Additional information was received stating that the vns patient¿s device was either buried with the patient if it was not explanted or discarded if it was explanted.

Event description:
The vns patient¿s death certificate was received indicating that the patient passed away at the hospital. The cause of death was listed as pneumonia due to static encephalopathy from lennox gastaut syndrome. The manner of death was listed as natural and no autopsy was performed. Attempts for additional relevant information have been unsuccessful to date.

Event description:
It was reported that the vns patient passed away on (B)(6) 2008. No autopsy was performed. The cause of death and its relationship to vns are unknown.

Manufacturer narrative:
Cyberonics, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that cyberonics has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA.